Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for an radio frequency ablation procedure, the pulse generator could not be interrogated. A different programmer was used with the same results. The physician inserted a temporary pacing wire to continue the procedure. When the patient sent back to ward, the device was successfully interrogated with all parameters normal.